Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our fisher & paykel healthcare (f&p) service centre in france where it was tested by a trained f&p service technician. The unit was serviced and performance tested. Results: the performance test revealed that the manometer was faulty. Conclusion: the most likely cause of the reported event is physical damage due to impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff"

Event description:
A healthcare facility in france reported an issue with a rd900 neopuff infant resuscitator. Upon device service at fisher & paykel healthcare (f&p) regional office in france, it was found that the manometer was faulty. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of finalising our investigations. We will provide a follow up report upon completion of investigation

Event description:
A healthcare facility in (B)(6) reported an issue with a rd900 neopuff infant resuscitator. Upon device service at fisher & paykel healthcare (f&p) regional office in (B)(4), it was found that the manometer was faulty. There was no patient involvement.